Event description:
During a replacement procedure left ventricular lead impedance was measured with psa and regular measurement was observed (around 800 ohm) which was consistent with previous finding during follow-up. After attaching all leads to subject ICD, device interrogation measured a left ventricular lead impedance out of range (>3000 ohm). Right ventricular lead measurements was also observed around 3000 ohms. After disconnection and repeated satisfactory measurement with the psa, the situation of high impedance measurements, when connected to subject ICD, sustained. Another ICD was then implanted without any reported issue.

Manufacturer narrative:
(B)(4).

Event description:
During a replacement procedure left ventricular lead impedance was measured with psa and regular measurement was observed (around 800 ohm) which was consistent with previous finding during follow-up. After attaching all leads to subject ICD, device interrogation measured a left ventricular lead impedance out of range (greater than 3000 ohm). Right ventricular lead measurements was also observed around 3000 ohms. After disconnection and repeated satisfactory measurement with the psa, the situation of high impedance measurements, when connected to subject ICD ,sustained. Another ICD was then implanted without any reported issue.

Manufacturer narrative:
Preliminary analysis revealed that the device was delivered according to all applicable specifications. The reported issue may be attributed to a connection lead issue.

Event description:
During a replacement procedure left ventricular lead impedance was measured with psa and regular measurement was observed (around 800 ohm) which was consistent with previous finding during follow-up. After attaching all leads to subject ICD, device interrogation measured a left ventricular lead impedance out of range (>3000 ohm). Right ventricular lead measurements was also observed around 3000 ohms. After disconnection and repeated satisfactory measurement with the psa, the situation of high impedance measurements, when connected to subject ICD ,sustained. Another ICD was then implanted without any reported issue.